Event description:
Information received from user facility via manufacturer representative regarding an event happened during post-op of a reported product. It was reported that, the red ring part between the cable tying hole and the l-shaped clamp was broken. There was no patient involved, no further complications reported.

Manufacturer narrative:
G2: country of event - japan. H3: product analysis of part # (B)(4); lot # my13j001r service report states, the red ring-shaped portion between the cable tying hole and the l-shaped clamp was damaged. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.